Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The pump was received with a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got wet and has a blank screen. Customer took the battery out for an hour but there was moisture underneath the glass. Customer's blood glucose was 120 mg/dl. Customer was explained the replacement policy and return process. Customer was advised to revert to back-up plan.